Event description:
The end user alleged the front caster spokes broke on his chair on one unspecified side. Update: (B)(4) - end user stated that his friend was pushing him up an incline that was curvy and that's when the spokes broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.